Event description:
A facility's nurse reported an incident with an insulin overinfusion. The primary infusion of insulin was running via a colleague pump. The desired infusion rate was 6units/hr. The bag size was believed to be 100ml. The nurse reported they "left it running and when they checked the pt, a half of insulin had infused". According to the facility's risk manager, the pt's blood sugar level was 127 when the event occurred, "acceptable clinical limits". The risk manager did not believe medical intervention was required. The pump was reported to be checked by two rns and was programmed correctly. The facility's biomedical engineer and the risk manager stated they were not able to determine the cause of the event. No additional info available.